Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvederm® voluma¿ with lidocaine. 9 months later, patient experienced "delayed onset nodule formation in lower face." The injected area developed hard lumps that could not be easily dissolved with hyaluronidase." Additionally reported, "firm nodule in area of injection site 9months after initial injection", "skin normal-not inflamed, non tender", "granuloma formation", to do steroid injections into nodules." Symptoms ongoing/unresolved.